Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/26/2016 with the following results. Cs 069 alarm reproduced at power up. The pump was unable to recover from cs69 after reboot; the cs 069 failure is defined as language file corruption while retrieving the language text an was confirmed in the alarm history. The error is resident to flash chip (u39) there is a crack in the battery compartment.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation and a language file corruption and a cracked battery compartment were found.